Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
Radiographs showing the alignment of the devices whilst in vivo were analysed in lieu of returned devices.